Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a patient experienced halos and glare for over three months after being implanted with an zmb00 16.5 diopter intraocular lens (iol). The symptoms were bothersome enough that a explant procedure was planned.

Manufacturer narrative:
The device was returned to the manufacturer taped to a piece of cardboard. It could not be pried off and evaluated. The manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In follow up it was confirmed that the explant of the intraocular lens (iol) took place as scheduled on (B)(6) 2014. The original incision was enlarged from 2.4mm to 2.75 mm to remove the iol. Patient was implanted with a monofocal during the same procedure. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.